Event description:
The customer reported via phone call that there was a crack in the insulin pump's casing. The customer stated the drive support cap was not damaged. It was also found numbers were ramping up and the scroll bar was moving up and down without input from the user. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.